Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
Evaluation summary: the condition of a colleague infusion pump that experienced a battery depleted alarm was confirmed by baxter personnel. This condition was caused by depleted main batteries. This condition was resolved by replacing the main batteries and battery harness. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). (B)(4).

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation, a follow up medwatch will be submitted. (B)(4).